Event description:
Three of five stents were fractured with minimal restenosis eight months after treatment with five cypher stents.

Manufacturer narrative:
As reported by the 15th annual meeting of the society of interventional cardiology in another country, this patient presented to cath with an acute myocardial infarction. On the 5th day, coronary angiography revealed total occlusion of the proximal rca. Percutaneous coronary intervention was attempted. After dilation with a conventional angioplasty balloon, slow flow occurred. Intravascular ultrasound (ivus) showed massive soft plaque. One month later, repeat coronary angiography was performed. Angiography showed a long complex rca lesion. After pre-dilation with a 3.5x20mm balloon, two 3.5mm and three 3.0mm stents were deployed. The proximal stents were post-dilated with a 4.0x20mm high dilation force balloon up to 15 atm with good angiographic result. The patient remained asymptomatic and underwent repeat coronary catheterization 8 months after ses deployment. Rca angiography showed stent fracture of 3 sess. The most proximal stent and the most distal stent were intact. Each of the three stents were completely fractured in the middle section which was the point of maximal vessel curvature and movement. The gap between the fractured struts showed minimal restenosis. Treatment was not provided. Please note that this product, (lot no. Unk), is not distributed in the united states. However, it is similar to the united states distributed product. This product is also available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. It is not known which three of the five stents were implicated in the event. Therefore, this is one of four products reported under the following manufacturing numbers 9616099-2006-00841, -00842, -00843, -00844.